Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 28mm, non-abbott balloon. During the procedure, the valve was placed in annulus, and it was observed that it was too high in the left-coronary cusp (lcc) so it was partially recaptured. On the second attempt, for the same reason it was required to be partially recaptured. Upon the second recapture, it was unable to be completely recaptured. The ds was pulled back to the descending aorta with the valve opened 30 percent approximately and micro adjustment wheel was used; however, it was still unable to be recaptured completely. The valve was deployed below the renal arteries. A second 35mm, navitor vision valve was selected for implant using a new large flexnav ds. Two partial recaptures were required since it was too low on the lcc, on the third attempt, it was able to be implanted at a depth of 5-6mm. No aortic regurgitation was observed; no permanent pacemaker was required; post-gradient was observed with an unspecified, single digit measurement. The patient remained hemodynamically stable throughout the procedure and the access site was closed successfully. There was no clinically significant delay reported, and the patient was in a stable condition the subsequently discharged.